Event description:
Hosp reported medrad provis injector is suspected in a pt death. The injector has been impounded under a coroner's warrant and the unit removed by the police. Medrad has made several attempts to obtain specific details about this incident. The hosp has been unwilling to release any additional info.